Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a stone retrieval procedure performed in 2009. According to the complainant, after capturing the calculus in the basket and attempting the lithotripsy, the basket wires broke. The device blocked the endoscope in the biliary tract. The physician dilated the biliary tract of the patient with a 12 millimeter cre balloon and removed the calculus and the basket. There were no patient complications reported as a result of this event. No additional information regarding the circumstances surrounding this event are available. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.